Event description:
A report was received that the patient was experiencing discomfort at the pocket site from the ipg and the clik anchor. The patient underwent a pocket revision wherein the ipg and clik anchor were relocated. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-4316 serial/lot #: (B)(4), description: next generation anchor kit-sterile.